Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker was oversensing artifacts on the atrial channel triggering inappropriate mode switches. No changes or interventions were reported. The patient condition was unknown. New information noted programming changes were implemented. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon interrogation it was noted that ams episode with the over-sensed artifact. No changes or intervention was reported. The patient condition was unknown.